Event description:
It was reported the stimulation helped in both legs right after implant but then only helped on the right side and not in the left. The ins seemed to "stick out a lot". It was also reported the ins was hit by a car door two months ago and there was bruising around ins site. The pt had been waiting for approximately 5 months to get insurance approval for a revision procedure to "see if the wires were plugged in." The pt made the decision not to go through with the procedure due to pain and seasonal concerns. It was also reported there were problems with recharging due to coupling issues. The pt had gained weight after implant and the ins became "slanted." In the past the pt had difficulties recharging. The pt would typically get 4 efficiency boxes shaded in during recharging. The pt would typically recharge a little and start using the ins. At the time of the report, the device had not been recharged for 3.5 months and the pt had not felt stimulation for 3 months. An overdischarge was suspected. The pt had recently lost 5 lbs and wanted to try recharging again but could only get the "reposition antenna" screen on the recharger. Troubleshooting was being considered.

Manufacturer narrative:
(B) (4).